Event description:
It was reported that, "rejuvenate stem impactor would not fit into the non-threaded hole of the prosthesis. The locking arm had no effect upon the expandable metal collet in neither the locked or unlocked positions."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available then it will be submitted in a supplemental report.